Event description:
The patient had bilateral total devices placed in 1998. The patient experienced three separate cases of trauma to the tm joint. The left total joint was removed and loose screws were found. The bottom screws on the condylar prosthesis were tight and could not be removed, therefore, the condylar prosthesis was cut and the bottom portion of the prosthesis remains implanted.

Manufacturer narrative:
The manufacturer received the explant form for the 2006 surgery. The form stated that the device did not cause or contribute to a death, life threatening injury or illness or permanent impairment. The patient had extensive history of tmj issues. This MDR is filed because the surgeon was unable to remove the bottom screws and remove the lower portion of the implant. The bone plate extension left in place in this patient should offer no problem to the patient.